Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported an absence of no delivery alarm. Customer's blood glucose level at the time 110 mg/dl. It was also reported that the customer had a high blood glucose level of 400 mg/dl. No additional information was provided.